Event description:
Complainant alleged that while attempting to defibrillate a male patient, who had a seizure, the device failed to discharge. Several attempts were made to defibrillate the patient using this device, but to no success. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that after the reported event, subsequent testing was being performed and the device displayed a "bridge test failed" message.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.